Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-03672, 1627487-2019-10862 and 1627487-2019-10863. It was reported the patient¿s entire scs system was removed due to an infection. The site of the infection and exact date of explant is unknown. No further information is available at this time.